Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened phacoemulsification tip, without a wrench, in a blister for the report of needle tip of a product was fond bent. The returned sample was visually inspected and was found to be non-conforming as the bevel and little above bend area was observed to be bent, gouges at bottom of bevel, scratches on area where tip was bent and wear was observed on threads, back of flange, and nut corners consistent with threading on handpiece was observed. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The returned sample is visually non-conforming with the phacoemulsification tip bent; therefore, a bent phacoemulsification tip was confirmed; however, how and when the phacoemulsification tip became bent could not be determined. Most likely root cause is handling during placement of the phacoemulsification tip onto the handpiece. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All phacoemulsification tips are hundred percent visually inspected by trained operators using thirty times magnification during the manufacturing process. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that the needle tip of a product was found bent before cataract and vitrectomy combination surgery. The surgery was performed and completed after replacing the product with another one. There was no information about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).